Manufacturer narrative:
(B)(6). 510k: this report is for an unknown locking screw. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a short trochanteric fixation nail (tfn), helical blade, and 5mm locking screw to repair a femur fracture on an unknown date in (B)(6) 2015. On (B)(6) 2017, the patient was returned to the operating room to remove all of the devices as the patient was reporting hardware pain. All implanted devices were removed easily and intact and there were no delays in surgery reported. Patient status has been confirmed as stable. This report is for one (1) locking screw. This is report 3 of 3 for (B)(4).